Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine transfer straw, the device experienced the needle inside the transfer straw dislodging / breaking during use. The following information was provided by the initial reporter. The customer stated: received a defective lot on transfer cannula 1 cannula out of 2 break during use the customer did not communicate the quantity concerned out of 10 invoiced boxes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for straw and needle separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode straw and needle separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine transfer straw, the device experienced the needle inside the transfer straw dislodging / breaking during use. The following information was provided by the initial reporter. The customer stated: received a defective lot on transfer cannula 1 cannula out of 2 break during use the customer did not communicate the quantity concerned out of 10 invoiced boxes.